Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of "400 plus" mg/dl; cause was an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. Customer addressed elevated bg by a correction bolus via the pump. Customer was treated with fluids of saline and insulin at the ER. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to use current pump for insulin therapy.